Manufacturer narrative:
.

Event description:
It was reported that the physician's handheld is not charging. Troubleshooting was performed and a new charger did not correct the problem. It was reported that the light is not showing illuminated within the on/off button while the handheld was showing a half full battery. The handheld was left on the charge for a couple of hours to see whether the bulb was not functioning; however, the handheld was still not any more charged. A new handheld was provided to the physician. The handheld is expected to be returned to device manufacturer, but has not been received to date.